Event description:
It was reported that during insertion of the ts introducer 6fr resistance was encountered at the moment of insertion. The skin had been cut with a scalpel before insertion; however, due to the resistance encountered, the introducer tip was damaged when retrieving it due to difficulty when introducing it. Reported that a 'hematoma and pseudo aneurysm¿ occurred. No details of intervention provided. No other clinical sequelae reported.

Manufacturer narrative:
Results: inconclusive, no root cause can be determined. No device returned for evaluation.

Manufacturer narrative:
(B)(4).